Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report an issue with the delivery of insulin and a keypad anomaly. The customer stated that insulin was dripping out after releasing the act button and was "squirting out" during manual prime; however, the customer was able to change out the infusion set and resolve the issue. The customer's blood glucose level was 200 and then 398 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No unexpected motor slows down or numbers ramping or scrolling on their own noted. The insulin pump was programmed multiple boluses and all registered properly on bolus history noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at the display window corner, reservoir tube lip, minor scratched display window and missing the end cap sticker.